Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During withdrawal, after the physician successfully deployed the stent, it was noticed that the guide catheter stayed out of the scope and did not retract with the push catheter. The guide catheter was found to be broken into two pieces. The broken guide catheter was pushed out of the scope and retrieved with forceps. The procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.